Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. Sample will not be returned.

Event description:
It was reported that per the IFU, the patient's vena cava interna was punctured with the seldinger cannula. During aspiration, air entered and the user noted that the plastic cone of the puncture needle was found "leaky". A pneumothorax was ruled out per results of performed x-ray. As a result, the needle from a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.